Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. Visual inspection of the cartridge revealed that the reload was fully fired. The reload was loaded into a pmv representative instrument for functional testing. The reload was cycled without hesitation or binding. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per the FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the respiratory procedure, the surgeon inserted the device to the surgical field and clamped the tissue of lung and fired the device successfully. Then the surgeon tried to open the jaws, however it could not. The physician removed the cartridge from the tissue by force and took the device out of the surgical field. They tried to remove the cartridge from the handle, however could not. No harm was caused to the patient.